Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and boston scientific obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced bowel problems. It was reported that the patient underwent sling revision/removal on (B)(6) 2009 due to hypermobile urethrovesical junction, weakened endopelvic fascia, and genuine stress urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair and posterior repair, enterocele repair, colposuspension, perineoplasty and cystoscopy due to incomplete uterovaginal prolapse, cystocele, rectocele, enterocele, and relaxation of pelvic outlet.